Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 head (or connecting portion) of the extension cable broke off of the cable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The cord was broken at one of the two jacket/collar of the 4 pin connector. The connector collar had been dislocated from its original position and was returned. The other collar was able to slide back and forth on the cord. The circular plastic band was detached from one of the two collar. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 head (or connecting portion) of the extension cable broke off of the cable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 head (or connecting portion) of the extension cable broke off of the cable. The hospital did not report any patient effects.